Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. The patient anatomy was not described in the case details which may have aided the investigation. If the lesion was calcified, it would hinder the flexibility of the tip. However, as the catheter was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. Factors that may contribute to the inability to advance the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Possible causes for difficulty in removing a dilatation catheter after inflation may include: interaction of the balloon with a stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. The balloon catheter, guide wire, and guiding catheter used in the procedure were not returned for analysis which may have aided in the investigation and determination of cause therefore a conclusive cause for the reported difficulties could not be determined; however, the reported physical resistance appears to be related to the operational context of the procedure. All products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line.

Event description:
It was reported that the tip flexibility, catheter crossability and ease of pull back of balloon system in guide catheter post inflation were rated as somewhat worse in comparison to a non-abbott balloon. No patient effects were reported. Although the otw mini trek is not cleared in the united states, it is similar to the voyager nc that is marketed in the united states. Therefore, the otw mini trek is being filed based on the fact it is similar to the voyager nc.